Event description:
Received a report that after administering medication, the tubing came apart at distal end of flow regulator. Partial set was saved but tubing below the flow regulator is not available. There was no pt harm reported. No additional pt or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the distributor: (B)(4). The customer's report of a tubing separation from the flow regulator was confirmed. A portion of model 43000e was received and it was confirmed that the tubing attached to the outlet port of the flow regulator was missing. The root cause of the customer's report of a tubing separation was identified as a MFR issue. The MFR (churchill medical/vygon) has initiated a CAPA to perform a full investigation for all tube separation complaints.